Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29-sep-2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported error code 5623 unable to process test, ict reference solution not aspirated was observed after replacing the ict reference solution on the architect c8000 analyzer. The customer inspected the instrument and replaced the loose and leaking 1 ml syringe and ict check valves, which resolved the issue. There was no reported impact to patient management or user safety.